Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and cracked case at display window corner.

Event description:
Customer reported that her insulin pump has physical damage. Customer stated she was inserting a new battery when the insulin pump broke on the top. Blood glucose level 105 mg/dl. Nothing further reported.